Event description:
Multiple system advisories were also reported, having occurred before surgery.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss walked the customer through steps to complete the set-up process to begin and complete the procedure. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The reported event was resolved, with the customer remotely. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no phacoemulsification of the system when setting up for surgery. An alternate system was used to initiate surgery. It is unknown if the system passed calibration / prime tune as the customer could not provide the information.